Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with generator with version 4.0.0 + 4.1.0. The customer states that during a procedure the closurefast catheter was plugged into the rfg. The machine then operated intermittently during the procedure and shut down. No pt injury.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.